Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
A clinical engineer supervisor reported three system error codes displayed during a vitrectomy procedure. Another system was used to complete the case following a delay. Pt impact unk. Additional info has been requested.